Manufacturer narrative:
The hill-rom tech found the bed exit strips excessively worn due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom tech replaced all three sensor strips to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the customer alleged the ppm sets intermittently. The bed was located at the account in the room 4250. There was no pt/user injury reported. (B)(4).